Manufacturer narrative:
Additional information was requested, including device event logs with a sequence of events and the serial numbers of the devices involved in the reported event. The return of the masimo pod used with the iacs system was also requested for further evaluation. Although multiple device event logs were provided, no serial number was included to identify the specific device used during the event. As a result, the logs could not be correlated, and the reported issue could not be fully investigated; therefore, the root cause could not be determined. In addition, the requested spo2 pod was not returned for evaluation. Consequently, the root cause remains undetermined. If additional information becomes available, child investigation will be initiated to document the findings.

Event description:
It was reported the oxygen saturation readings were inconsistent, unreliable, and extremely difficult to obtain. Despite the patient appearing pink and well perfused, the saturation readings intermittently displayed values in the 70% range. Due to the variability and apparent inaccuracy of the pulse oximetry readings, the medical team experienced difficulty determining the appropriate level of respiratory support at the bedside. No clinical signs consistent with the low saturation values were observed during the event.

Manufacturer narrative:
Draeger has started an investigation, a follow up report will be submitted upon completion.

Event description:
It was reported the oxygen saturation readings were inconsistent, unreliable, and extremely difficult to obtain. Despite the patient appearing pink and well perfused, the saturation readings intermittently displayed values in the 70% range. Due to the variability and apparent inaccuracy of the pulse oximetry readings, the medical team experienced difficulty determining the appropriate level of respiratory support at the bedside. No clinical signs consistent with the low saturation values were observed during the event.